Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no reported impact to customer's blood glucose. Reportedly, customer performed a pump reset to address the issue and insulin therapy was resumed.